Event description:
It was reported by the patient's mother that the patient was hospitalized at north west regional hospital with diabetic ketoacidosis (dka) on (B)(6) 2026. While wearing the pod between 25 and 36 hours, the patient's blood glucose level reportedly exceeded 12 mmol/l (216 mg/dl) and subsequently progressed to dka. Reported symptoms included hyperglycemia, with no additional symptoms reported. It was also reported that the patient was wearing the pod when medical attention was sought; upon removal of the pod, skin irritation was observed, including loss of a layer of skin at the center of the infusion site, "burn-like" marks, and wound leakage. The patient received treatment with intravenous fluids, insulin therapy, hydration, and standard dka management procedures. The pod was removed at the hospital, and the patient was discharged the following day on june 14, 2026. The patient subsequently resumed pod use by applying a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.